Event description:
Additional information received per the medical records indicate that the patient has a history of mild troponin elevation, deep vein thrombosis and was not able to take anticoagulation. The filter was implanted via the patient's right common femoral vein. A pigtail catheter was advanced into the inferior vena cava (ivc) and contrast was injected to determine the level of the renal veins. Once that was determined, a long 6-french catheter was advanced into the inferior vena cava, and the ivc filter was deployed. On the same day the patient had other procedures: selective coronary angiograph, left heart catheterization and left ventriculogram. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately three years and four months after the index procedure. The patient also experienced shortness of breath, dizziness, cramps, leg pain, vomiting and fatigue.

Manufacturer narrative:
It was reported that a patient was noted to have a cordis filter per scan imaging done. The type of filter was not identified. The information provided indicated that the filter subsequently malfunctioned and caused, as noted on the scan, that the ivc filter showed perforation of posterior struts with one touching the vertebral body. The patient reported becoming aware of filter fracture, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately three years and four months post implant. The patient also reported shortness of breath, dizziness, cramps, leg pain, vomiting and fatigue related to the filter. According to the medical record the indication for the filter implant was a history of mild troponin elevation, deep vein thrombosis and was not able to take anticoagulation. The filter was implanted via the right common femoral vein. A pigtail catheter was advanced into the ivc, and contrast was injected to determine the level of the renal veins. Once that was determined, a long 6-french catheter was advanced into the ivc, and the filter was deployed. The patient had selective coronary angiograph, left heart catheterization, and left ventriculogram the same day. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath, dizziness, cramps, leg pain, vomiting and fatigue do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a relationship between the filter and the events could not be established. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient was noted to have a cordis filter per scan imaging done. The type of filter was not identified. The information provided indicated that the filter subsequently malfunctioned and caused, as noted on the scan, that the ivc filter showed perforation of posterior struts with one touching the vertebral body. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as a long-term complication and procedural complication related to ivc filters. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was noted to have a cordis filter per scan imaging done. The type of filter was not identified. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the scan noted that the ivc filter showed perforation of posterior struts with one touching the vertebral body. Further, the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment due to long term implant of the ivc filter. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body.